Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported when the telemetry technician was sending their morning telemetry strips via wave strip export, the technician noticed the patients spo2 was at 53% with a visual alarm at approximately 7:45am on january 23rd. The technician stated there was not an audible alarm. It was also reported the patient later went into cardiac arrest and expired approximately an hour and a half later.

Manufacturer narrative:
A philips technical consultant (tc) went onsite to troubleshoot the issue. The tc pulled the audit logs from the event and they were further reviewed by a philips clinical product specialists (cps). The audit logs show that low spo2 and desat alarms were generated at 7:03. There were also many spo2 inops after 7:23 which are announced when the measurement is not able to measure. Followed by a low spo2 alarm and a desat alarm at 7:53. The audit logs show that a red alarm sound was being played from 6:55 to 7:51; however, the audit logs provided do not show what patient monitor was producing the alarm tone. Additional information regarding the root cause and resolution of the event was requested via good faith effort but no information was received. There is insufficient information to rule out a product malfunction. The audit logs show that the system alarmed however the customer reported audible alarm issues despite seeing the alarm. The system appears to have been working as designed.